Event description:
It was reported that the patients right ventricular (rv) lead triggered a lead integrity alert (lia) with high/unstable impedance levels, increased short interval counts (sic), and noise on the rv egm. A lead fracture is suspected. The lead was capped and replace. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.